Event description:
Spontaneous call from patient's mother. Mother could not get to the start delivery option. Guided mom to home screen, then menu. Start delivery option not available or (continuous rate) menu not on home screen. Menu options pump somehow changed new pump set up to be courier pump, not in use during malfunction. Patient using back up pump. No adverse event experienced. Family will wait for return box to send pump back. No other information known. Reported to (B)(6) by: patient/caregiver.

Event description:
Add'l info received from reporter for report #mw5084804. Spontaneous call from pt's mom to report a pump malfunction. Pt's pump sn (B)(4) came up with a blockage while in use. She changed the tubing and restarted the pump, but it would not go to the main menu to start delivery. She changed to back up pump and no issues. She still tried to get the pump to work while it was not being used and can't get to start delivery. Pump is being replaced and a return box sent. Possible duplicate previously submitted on 04/02/2019.